Event description:
The customer contact reported a leak of a chemotherapeutic agent. It was reported the tubing set was primed with normal saline. After the priming was complete, the normal saline solution container was removed from the tubing set and a bottle of vp-16 was spiked and the convertible piercing pin was opened. The tubing set was loaded into a plum a+ pump and the delivery was started. Within a few seconds, the nurse noted a "few mls" of vp-16 leaked from the convertible piercing pin air vent. Reportedly, the vp-16 was very viscous. The delivery was stopped. The vp-16 that leaked was cleaned up according the customer's protocol. There were no reported adverse effects to the pt or healthcare provider. No medical interventions were required. The tubing set was discarded. After an unspecified length of time, the tubing set was replaced and the therapy was resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.